Event description:
During a hip surgery dated (B)(6) 2014, after insertion of the delta poly liner protruded (device marketed in the u.s.) Into a delta pf acetabular cup (device not marketed in the u.s.), the poly liner did not find a stable conical coupling inside the cup. In detail, it was reported that "the poly liner rotated inside the cup after impaction." The event occurred in (B)(6).

Manufacturer narrative:
We checked the work cycle of the delta poly liner involved, without finding any dimensional anomaly on the (B)(4) pieces with this lot number (201302994) released on the market. By our checks, (B)(4) of these liners have been implanted without receiving any other signaling. The liner involved is being returned to us, therefore, we will submit a follow-up MDR after receiving and analyzing it.